Event description:
An optometrist reported that a patient experienced a centrally located corneal ulcer in his right eye within a few months of switching to o2optix contact lenses. An interior chamber reaction of 3-4 cells occurred with no flare. The lesion successfully healed with a fourth generation fluoroquinolone and cycloplegia and ultimately a steroid. Contact lens wear has resumed on a daily wear basis without incident. No additional information is available at this time.